Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with muscle stimulation. During device interrogation low pacing lead impedance and high capture thresholds were observed. Programming changes were made. Patient monitoring will continue.